Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.00 x 38 synergy stent was advanced but failed to cross. The device was removed and was then readvanced with the aid of guidezilla 2 guide extension catheter. However, it got caught at the collar part and the stent got deformed as it was forcibly pushed. The physician stated that the stent got lifted by the calcification when it was initially advanced to the lesion. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination found damage to the proximal end of the stent with stent struts bunched in a distal direction 9mm from the proximal end of the proximal markerband. The distal end of the stent was moved 6 mm in a proximal direction from the proximal end of the distal markerband. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.00 x 38 synergy stent was advanced but failed to cross. The device was removed and was then readvanced with the aid of guidezilla 2 guide extension catheter. However, it got caught at the collar part and the stent got deformed as it was forcibly pushed. The physician stated that the stent got lifted by the calcification when it was initially advanced to the lesion. The procedure was completed with another of the same device. No patient complications were reported.